Manufacturer narrative:
(B)(4). Incomplete cycle. Batch # m5260p. Intra-operative photos received: the event description of staples not formed can be confirmed. The appearance of the staple deployment suggests that the device may have milked the tissue out the end of the device during the firing stroke. When tissue milking occurs, the tissue movement prevents the staples from properly forming during the device firing. Tissue milking can occur when the knife encounters a hard object like a staple or is overloaded with tissue causing the knife to not cut, but push the tissue distally. Conclusion: based on the photographic evidence, the event description can be confirmed. Unfortunately there is not enough evidence in the photograph to determine root cause. Hands on device analysis may provide the additional evidence necessary to determine the root cause of the reported event. Additional information requested and obtained: just to confirm, when the surgeon went to fire the device and the staples did not form, did the device deliver any staples? Yes it did deliver some staples but not all were formed properly-- some were malformed if yes, were the staples formed properly? Some were and some were not. If yes, was the staple line complete? Staple line was complete but not all staples formed proper "b". Did the device cut? Yes device cut. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unknown the analysis results found that the ats45 device was received in good visual condition and with two 6r45b cartridge reloads present. Cartridge (b) 6r45b, g51n6a was received fully fired and with normal lockout. Cartridge (c) 6r45b, m52k9k was received partially fired 2/3 and with normal lockout which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as no malformed staples were noted during functional testing.

Event description:
It was reported that during a laparoscopic appendectomy procedure went to fire the device and the staples did not form. Another like device was used to complete the procedure. There were no adverse consequences for the patient.